Event description:
PICC is primed prior to insertion. PICC inserted without difficulty using microintroducer technique. X-ray shows PICC kinked at opening to svc. PICC is pulled back 9cm and red part is flushed without problem. White part is flushed and spray of ns noticed at 50cm approx. - PICC is pulled and a new PICC is placed in the other arm.